Event description:
It was initially reported that the patient stopped feeling their stimulation in (B)(6) 2011 even after increasing the settings. There was no accident or incident related to this loss of stimulation. Follow up information received from the physician attributed the event to the "twisted and fractured leads". The entire implantable neurostimulator (ins) system was then explanted and replaced. The patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3093-28 lot# v471211 implanted: (B)(6) 2010 explanted: (B)(6) 2011, programmer model 3037 (B)(4).